Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for (B)(6) 2017 on with a blood glucose level of 600 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization. The customer was assisted with performing a high pressure test, but the device did not pass the test functions. The insulin pump will be returned for analysis.